Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
It was reported that there was a confirmed flip of the implantable neurostimulator (ins); possibly due to weight that the patient had planned to lose. The device was moving in the pocket and had flipped on multiple occasions. Additionally, there was soreness at the pocket site. There was no diagnostic testing or troubleshooting performed. The pocket was opened and tightened to prevent further device flipping again. The issue was resolved, as the device held securely in the pocket post-procedure. The patient was recovering well and stimulation therapy was still doing well.